Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and alarmed with an error code 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1720 and the lens was scuffed. This issue was discovered during testing and there was no patient involvement.